Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [(B)(4).pdf].

Event description:
It was reported per received medwatch "there was a visible hole on the outside of the catheter. The device was exchanged for a new hohn catheter".